Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Mechanical damages found during investigation i.e. Electrode cut are attributable to the explantation surgery. The observed symptoms were most likely caused by the presence of an air pocket over the reference electrode. In addition information on the device explantation report form states that the implant moved from its initial position, which might had contributed to the reported decrease in hearing. Furthermore, the electrode was not at the same position as in 2013 which could have contributed to the reported issue. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient was seen for a 5 year follow-up at which he reported intermittencies in sound and a gradual decline in speech perception in the past couple of years. For the last 3 months the recipient can hear with the processor if he applies pressure to the opus 2. Prior to the onset of this problem of intermittencies he was hit by a car while on an electric scooter. There was no impact to the head and the processor stayed on his head upon impact. Also, in the last 6 months there have been issues with his hearing aid (contra-lateral side) affecting communication skills, but this has been resolved. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Bimodal recipient was seen for 5 year follow-up and in situ testing revealed affected channels. Recipient reports that there has been intermittency in sound for a while (last 3 months) and there has been a gradual decline in speech perception in the past couple of years. For the last 3 months the recipient can hear with the processor if he applies pressure to the opus 2 (pressure behind the pinna). Prior to the onset of this problem of intermittencies he was hit by a car while on an electric scooter. He said there was no impact to the head and actually the processor stayed on his head upon impact.